Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced signal loss with a dexcom g7 continuous glucose monitor (cgm) sensor while using the ilet system and subsequently replaced the sensor; the user was then transferred to dexcom for replacement coordination. No adverse clinical symptoms reported. Outcomes included interruption of cgm-based insulin automation until the sensor was replaced. User support included customer interview and review of reported use, with no device troubleshooting performed because the sensor had already been replaced. Investigation of this case revealed cgm communication loss as the reported device problem, with the responsible device not identified between the cgm and compatible receiver/controller. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to attribute the signal loss to a specific component.